Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Major bleed/ppae : the cause of the bleed cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
B1 (is required intervention) was ticked. B5 (event description) was updated. H6 (medical device problem code) was added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pre-procedure narrative: 73 year old male history of afib, severe mr. Was taken to operating room (or) today for mvr and tvr. Post-procedure narrative: patient was taken to or for mvr and tvr. After valve repair patient heart had no contractility. Decision made to transition patient off pump to va ECMO with impella cp for unloading. Impella cp prepped and inserted per IFU via the lfa. Peel away sheath removed and repositioning sheath advanced. Had bleeding complications from surgery so multiple blood products given but unable to obtain good flows on va ECMO. Transferred to ICU in critical condition. Surgeon calling family to discuss goals of care. Case wrap-up: decision made to withdraw care, impella and ECMO stopped, patient expired.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding. Multiple blood products were transfused without resolution. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.